Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0lneg, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported that there was a shocking sensation. When they turned stim on, the patient got a painful zap. After the zapping, the pain is not as painful. However, the patient did have discomfort to the left of the implantable neurostimulator (ins). The zapping was not all the time but the continued discomfort on the left of the ins was more frequent. The stim was set at 2.5 volts. They decreased stim to 2.0 volts but did not remember when they made the change. The patient went to the health care professional (hcp) in (B)(6) 2015 and the physician's assistant increased to 2.3 volts and changed the program. He told the patient he could increase as much as he wanted. The patient increased to 2.5 volts about four to six weeks ago. She had been turning off stim when the patient went to the dentist and then turned it back on after the appointment. That was when the patient felt the painful zap and discomfort. The therapy was confirmed to be on. The ins was currently off and it was confirmed with the programmer that the lightning bolt was not in the upper left hand corner of the screen. The patient was on program 1. The reported issue was related to positional movements. The patient had not been able to sit due to the stim pain and would have to lay down, which seemed to lessen the pain. The stimulation was turned off and this stopped the sensation. When the stimulation was turned off, the patient did not feel pain. The urinary/bowel symptoms had not returned. The patient was not instructed by their hcp to keep a diary for a minimum of 3 days. She would begin to track symptoms and document changes. The patient did not have very good symptom control so they had been increasing stim to see if he could get better control of symptoms. It was noted that this was a sudden change in therapy/symptoms. This occurred in (B)(6) 2015. The patient had not been instructed that it is okay to change programs. After further follow-up with the patient, the device was turned off to resolve the zapping and discomfort issues. On (B)(6) 2015 the device was turned on and seemed comfortable. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's spouse. It was reported that the patient still felt a zap when the device was turned back on after dental work. The zap was clarified to mean that stimulation felt too strong. This happened every time he went to the dentist and the reporter guessed it happened about three times. Sometimes the appointments were just consultations and no work was being done. One time they forgot to turn the implantable neurostimulator (ins) off during a dental appointment, but nothing happened as a result of which the reporter was aware. The patient was in the process of getting his teeth taken out and getting implants, so he was at the dentist frequently.